Event description:
The patient reported that keypad button presses did not activate desired pump functions. He stated that the display screen was freezing and that keypad button presses were causing the screen contrast to change. He stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is unresponsive. There was evidence of moisture found on the keypad flex connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.